Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No motor error alarm or battery out limit alarm could be verified due to the blank display. The insulin pump had a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and visible fluid under the display. Customer confirmed that the device had been submerged in water the day before the call. The customer reported that the motor error alarm occurred during rewind and that the piston went forward instead of backward. Customer also stated that the insulin pump had several cracks on it. Blood glucose level at the time of the incident was 286 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.